Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2018 and barbed suture was used. The suture broke during reverse stitch. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). An empty opened foil, a paper lid, a winding former with eight parked needle/suture combinations of product were returned for analysis. A needle/suture piece and a suture piece were returned for analysis. During the visual inspection of sample, there were body fluids on strands, and a dent in the middle of strands and on the ends; also, the ends were damaged (cut). Besides, the barbs near to the end were damaged. Due to condition of the sample received no functional test could be performed. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable of the suture breakage is suggested as an improper handling of the sample.